Event description:
The catheter (subject device) was returned for analysis and it was discovered that the catheter shaft (subject device) was broken/fractured during use. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
This is 2 of 4 reports (2nd MDR). Based on the results of the DHR (device history record) review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. During a visual inspection, the subject microcatheter shaft was seen to be kinked/bent. The catheter distal shaft was seen to be broken/fractured and severely damaged. The catheter tip was damaged. The microcatheter hub was intact. During a functional inspection, the microcatheter was flushed, and a 0.0158" patency mandrel was advanced but became stuck in the shaft under the strain relief. The catheter was cut at that point, and the stent was recovered. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The event was confirmed based on analysis of the returned device. The device failed to meet specification when returned for analysis. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. There was no indication of a user related issue. The anatomy was reported to be not tortuous. Another stent could not be delivered to go into microcatheter. No devices were successfully deployed using this microcatheter. No devices were successfully placed using this catheter prior to the reported issue. 50%:50% was used to flush the dispenser hoop. The microcatheter was not used for liquid/ glue embolization. Ge (gadolinium-based) contrast agent was used during the procedure. The microcatheter was not used to do contrast agent administering. A terumo rhv (rotating hemostatic valve) was used in the procedure with the microcatheter. It should be noted the device would not leave the manufacturing process in such condition. The excessive damage to the microcatheter shaft indicates the device most likely encountered a solution that was harsh enough to have caused this damage before returning it to the manufacturing site. The as reported ¿catheter shaft friction¿ and as analyzed 'catheter shaft kinked/bent', 'catheter shaft damaged', 'catheter shaft blocked/occluded', 'catheter shaft broken/fractured during use, 'catheter tip damaged' and 'catheter shaft friction' will be assigned procedural factors as these defects appear to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural or anatomical factors during use.